Event description:
The reason for call was patient stated that they can't turn their stimulation on. Patient said that they had to turn off the stimulation on the doctors' office. Patient had electromagnetic therapy. Patient said that they have that therapy before but they had no trouble turning it back on but now they can't . Patient said they are getting unable to connect message. Patient said that the electromagnetic therapy was different than before as they had plates place on the patient's back. Patient added that last night they were able to check that the implant battery is still at 50%. Agent had the patient reset the communicator (was charged yesterday), and confirmed seeing solid green lights. Patient access the mystim app but encounter unable to connect message again. Agent had the patient tried recharging to confirmed the ins battery charge. Patient mentioned that the last time they recharge the ins was on sunday and added that they tried to charge and said it was charging but does not seem to recharge at all. Patient had the recharger on their back while sitting on a chair. Patient managed to get to recovery mode in excellent connection. Patient had been on the recovery mode for more than 15 minutes when they received service code 4101 : device not responding please contact clinician for assistance. Agent redirected patient to hcp to further address the issue. Patient said they have an appointment with their hcp monday morning. Additional information form the manufacturing representative (rep) stated they ran into patient at office today and patient explained the situation about not being able to turn ins back on after having the magnet therapy this morning. Caller attempted to connect to ins with tablet and was unsuccessful. Caller stated patient also mentioned they fell yesterday and landed on their back but their system still worked fine the rest of the day. Technical services (tss) reviewed that if ins is depleted, it would be appropriate for it to go into recovery mode with recharger and that additional recovery modes cycles may be needed. Tss reviewed potential that magnet therapy affected ins and that further troubleshooting would be necessary to see if this occurred or if ins is just depleted. Tss suggested patient continue to try recovery mode(s) over the weekend and that it would be beneficial if rep can attend hcp appointment on monday morning for further troubleshooting. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient was doing open-loop charging with an excellent connection but was eventually landing on error 4101 message on the recharger app. The patient had not seen this message or had issues prior to the electromagnetic therapy. The rep had yet to be able to connect to the patient¿s system. The rep had noted before the patient began having issues their ins was at %50. The rep noted they had done 1 open-loop 20 min cycle today and they were in the process of doing their second cycle; the patient had also noted doing 2 cycles on their own. Per instruction, agent advised against continuing open loop charging. The caller attempted to do a physician recharge mode with the wireless recharger to reset the ins and the process appeared successful based on the wireless recharger behavior. However the issue was not resolved based on the recharging remaining in open-loop. Agent had the rep attempt to reset the ins using the reset function, but this did not appear to resolve the issue either.

Manufacturer narrative:
Product analysis # (B)(4). Analysis information: 2025-12-16 13:29:29 cst pli# 10 product ID# 977119 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that there was electrical damage to the hybrid circuit of the implantable neurostimulator (ins); consistent with electrical over-stress or electro-static discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Call made to patient (pt). Pt reports their implant at the time was located right above their belt line on their waist in their back on the left side. Pt also reports at this time that it "could have been from my fall too", stating they hit their back right where the implant was on the bench around the same time the issues began with their device and they had been doing the electromagnetic therapy for "several weeks" without issue. Pt states they always turned their device off prior to electromagnetic therapy sessions. Pt states "it didn't quit until after" the pt fell. Pt describes the electromagnetic therapy device as "a chair that you sat in" and states the treatment went down their back into the "tush area" and then pt reports having a couple patches on both knees. Pt reports it was done at an electromagnetic therapy business (pt provided the business number). Call made to electromagnetic therapy business. Business employee was informed we were following up due to a pt who received therapy at their clinic (did not provide any patient information/event details) business asked what model of products they typically used. Business reports they use all kinds of "rings/paddles" and "a whole bunch of paddles and accessories". Business reports they have had "several" patients with stimulators, and all had approval by the doctors and the manufacturers to undergo therapy if they turned off the device or put it into MRI mode. Business reports they only use [one manufacturer/brand] of chairs for therapy and suggests following up with that business directly for product specifications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device was returned, pending analysis.

Manufacturer narrative:
Additional info: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was not known. They called their rep and doctor and did everything they could and it wouldn't work. It is not resolved. They are waiting for the doctor to put in a new one. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the inability to communicate. This patient was seeing a friend who has some sort of electromagnetic therapy device he uses on his horses and bulls. The patient told rep she went to him and had him use his coils on her and it seemed to help her with her arm pain for a little while but she noticed after the first visit her stimulator had shut off. She said she didn't think much of it and just turned it back on. She then saw this friend again for his therapy and after that visit she couldn't get her ins to turn back on. Rep reiterated from (B)(6) that they were unable to get a connection with the tablet and tried to charge her ins for about 30 minutes with no success. Rep then called tech services while still in the room with the patient. The agent tried to troubleshoot it without success. He then gave rep step by step instructions to try to pull down any possible data off the device by attempting to put the ins into physician recharge mode but that was also unsuccessful. Today was her revision; hcp explanted the ins and connected to new ins with existing leads. Rep checked connections into the header and all 16 were good. The rep ran multiple impedance checks and came back with no impedances. Post-op programming gave her good coverage everywhere she wanted it. The issue was resolved with device replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.